Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. No problems were found with the pump. When the pump was tested with the actual tubing used in the case, the collapsed bladder in the tubing caused the pump to run continuously. A collapsed pressure bladder indicates a system setup issue. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Per reporter: during case the pump pressure increased to over 120mm hg and pump sounded like it was continuously running, no alarm sounded. Procedure may have been completed faster than it normally would have been because of all the fluid. According to the surgeon, approximately 50-100ml of extra fluid went into the patient's left knee and calf. The nurse tried to manually decrease the rate of flow on the machine but it did not work. Tubing chamber was 1/4 full to almost empty, it would fluctuate. The bladder inside the chamber was collapsed. Pump settings was 40mmhg, exceeded 120mmhg. The machine ended up being shut down. The surgeon was concerned regarding the possibility of compartment syndrome. The patient's left calf was hard to the touch. There was an unplanned overnight stay in the hospital due to the event. The patient was checked on by the surgeon in (B)(6) and again by the surgeon in the morning. The patient's left calf was supple on the morning of (B)(6) 2011. The patient is going to see the surgeon in 3 weeks for a follow-up. The patient was instructed to see the surgeon sooner if there is any change in condition. Procedure: left knee arthroscopy.